Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent total vaginal hysterectomy, bilateral salpingo-oophorectomy due to sui, cystocele, rectocele, and enterocele. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2010 due to exposed vaginal mesh and urinary frequency. Patient underwent removal of anterior floor mesh on (B)(6) 2011 and had an mesh implanted due to sui, pelvic pain and contracture of prior pelvic mesh. Patient underwent mesh removal and posterior repair on (B)(6) 2012. No additional information was provided a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria